Event description:
It was reported that: "(B)(6) 2024, the doctor found cuff leakage when doing testing before using on patient. ".

Manufacturer narrative:
Qn (B)(4).

Manufacturer narrative:
(B)(4). The actual sample was returned for evaluation. A visual exam was performed and no defects were observed. The pressure of the clear cuff and the blue cuff of the device were then tested by inflating the cuffs to 25 mbar using a calibrated endotest. It was observed that the blue cuff was able to maintain pressure at 25mbar; however, the clear cuff would not stay inflated. The area of leakage was observed under magnification and a pinhole observed on the cuff. The complaint of leakage was confirmed; however, a root cause for the issue could not be determined. There is a 100% leak test conducted at the manufacturing facility whereby any leakage would be detected prior to release. Teleflex will continue to monitor and trend reports of this nature.

Event description:
It was reported that on (B)(6) 2024, the doctor found cuff leakage when doing testing before using on patient.